Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification h.6: e2303 and a010102 have been removed as capsular contracture was not present. The event of malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: malposition. Additional, corrected and/or changed data: b.1, b.5, d.6b, h.6, h.11.

Event description:
Healthcare professional reported "asymmetry, ptosis and malposition". Additional info of "left breast inferior implant malposition" and indicated no capsular contracture on the left side. This record is for the left side. The device has been explanted. Capsular contracture baker grade iii has been removed and is no longer reportable to the FDA.